Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring transmissions showed shock impedance greater than 150 ohms. The office tried to contact patient but was unable to reach him. They contacted law enforcement to do a wellness check. Patient was deceased. Should additional information become available, this file will be updated.